Event description:
The customer reported the device shut down. No patient involvement reported

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.